Event description:
The reporter stated that the surgeon inserted an aq2010v three piece silicone lens and the trailing haptic tore. The lens was removed without enlarging the incision. No suture was required to close the wound. No pt injury.

Manufacturer narrative:
H6: results: visual inspection of the returned product showed that the lens optic was torn in pieces. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evalution of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.